Manufacturer narrative:
Device analysis of lead revealed that the complaint has been confirmed. X-ray inspection revealed that electrodes two and three of the distal end has a fractured cable right at the weld nugget. The fractured cable is not exposed. Review of the device history record didn¿t reveal any anomaly. This damage typically occurs when the lead body is subjected to excessive tensile force resulting to cable fractures within the connector.

Event description:
A report was received that the patient experienced loss of stimulation due to high impedances. The patient underwent a lead replacement procedure. The patient regained stimulation and is doing well post-operatively.